Event description:
It was reported that during the surgery, an ablation screen separated from the ceramic probe head. The screen was lost in the knee joint and upon seeing the ceramic head without the screen, the rep stated this to the physician. The physician asked if it was metal, the rep reported yes. The surgeon went on with the procedure and at the end brought in an x-ray machine to take both ap and lateral films. The screen was found in the right knee, posterior lateral gutter. The surgeon then retrieved it with a grasper through an extra lateral incision. It was confirmed that the piece was retrieved with another x-ray.

Manufacturer narrative:
Device has not been returned for evaluation at this time.